Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced low blood glucose with a reported value of 53 mg/dl then high blood glucose with a reported value of 351 mg/dl after a supply change, with the caregiver announcing meals as corrections, changing weight, and treating a low with oral glucose while seeking additional insulin. The pump initially appeared not to correct but later delivered correction doses, and no device component malfunction was identified. No adverse clinical symptoms associated with hypoglycemia followed by hyperglycemia reported. Outcomes included no health consequences or lasting impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure and failure to follow instructions; no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.